Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a competitor device implant, the atrial lead was attempted but could not be implanted as a position that resulted in acceptable sensing and pacing thresholds could not be obtained. The same issue occurred with the competitor lead so the physician opted to not implant an atrial lead. No patient complications have been reported as a result of this event.